Manufacturer narrative:
The event documented has been associated with a product recall. The event associated with the suspect medical device architect havab igg reagents is not reportable per 21cfr part 806, as the product has not been distributed in the us. No further follow ups will be provided for this event.

Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. There was no additional patient information provided by the customer. This report is being filed on an international product, list number 6c29 that has a similar product distributed in the us, list number 6l27.

Event description:
The customer reported (B)(6) elevated architect havab igg results on 4 patient samples. There were no actual results provided. There was no reported impact to patient management.